Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant, high out of range pacing impedance measurement were observed. The physician elected to surgically intervene, at which time no obvious system anomalies were noted. Lead diagnostics were measured with the programmer and the lead then reconnected with the same device. A boston scientific field representative later checked the system and found all measurements within acceptable ranges. To date, no system changes and no adverse patient effects have been reported.